Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.

Manufacturer narrative:
The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the operation channel (primary) stuck accessory/object. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the operation channel (primary). In addition, we the technician confirmed that the insertion flexible tube buckled, the segment crushed, the bending rubber leak, the remote control button(1) leak, and the light guide cable dented; however, they these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(4).